Event description:
Customer alleged, blood glucose results of 213 mg/dl and 28 mg/dl when tests were performed within 2 minutes on the compact system. Customer reported having no symptoms and did not treat/act on results. A request was made for the return of the suspect device and replacement product was sent.